Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior lumbar fusion (l3) for vertebral compression fracture on oct. 30, 2023. Regarding the vertebral compression fracture on l1, vertebral body stenting was used for l1 and verse fs or prime was used for th11-l3 in the surgery, the surgeon used the screw in question on l3, and attempted the cement injection. The fs alignment device and modified alignment device adapter were stuck. The surgeon held the alignment device and pulled the handle upward, but it did not come off. When he pulled up with more force, the screw in question backed out. The alignment device and modified adapter were changed to another one, and a f7.0 × 45 mm screw was inserted. The alignment device and the modified adapter were removed by tapping them with a hammer. The surgery was completed successfully with 30 minutes any surgical delay. Patient status/ outcome: stable no further information is available. This report is for one (1)unk - guides/sleeves/aiming: expedium verse. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown guides/sleeves/aiming: expedium verse/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.